Manufacturer narrative:
(B)(4). Product investigation summary: all four (4) screws were sent back for evaluation, but it is unknown which of these screws backed-out. The microscopic evaluation has shown that the thread flanks of all screws are more or less damaged, which makes a verification of the relevant dimensions impossible. Especially, the thread flanks of the locking thread at screw 1 and screw 3 are completely flattened, which can have a direct influence on the locking functionality of the screw. However, afterwards it cannot be defined if these damages were caused during the insertion (for example: by an undue insertion angle, during the extraction, or in-situ). The anodized layer is worn out at the damages, which indicates that these damages were caused post-manufacturing. Based on the provided information, the exact cause of this occurrence cannot be defined. Additionally, there was no information provided indicating if a torque limiter was used for final tightening, which is elementary for a proper fixation. There was no information provided as to which technique was used for this insertion (aiming device, angled instruments, drill guide, or awl in combination with free hand). Based on the visible damages at the zero-p and the screws, it is possible that an excessive contact between the screw and the zero-p did damage the locking thread. However, as stated above, afterwards it cannot be clearly defined when the threads did get damaged. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for one unknown lot number. Device is expected to be returned for manufacturer review/investigation, but has yet to be received. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes europe reports an event in (B)(6) as follows: it was reported that after three months control, the locking screw pulled out from the vertebral bodies. The implant was removed and a new implant was inserted. This report is 3 of 5 for (B)(4).